Event description:
It was reported to resmed that an s8 autoset vantage caught fire.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. There was no pt injury reported for this incident.